Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
After pre-dilatation of a moderately calcified lesion (90 percent stenosis degree) in the mid rca with a semi-compliant balloon, a stent was deployed. Since the stent was insufficiently expanded, the pantera leo was selected for post-dilatation but ruptured during inflation at 20 atm. The device was retrieved. Subsequently, another non-compliant balloon was used for additional post-dilatation.